Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) requesting that the device be serviced as needed. During servicing, the device was found to have a "cosmetic defect". It is known that the device was not being used during surgery; however, it is unknown if there was patient or user injury or medical intervention related to the event. No additional information available.